Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Evaluation:visual inspection of the returned product showed that the optic was torn and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.